Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained ventricular oversensing was noted. Technical support reviewed the (ECG) electocardiogram and post-paced t-wave oversensing . Reprogramming was suggested and anticipated. Patient was in stable condition.